Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The iesu was placed on golden system and was run in normal mode. There was no significant scratches or dents. The front bezel is in decent condition. C-33 errors occurred on startup and c-30 errors was triggered on mono coag activation. The iesu will be returned to the original equipment manufacturer. The probable root cause is attributed to a high voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the erbe generator. This issue can be resolved by replacing the erbe generator.

Event description:
It was reported that a during a da vinci-assisted surgical radical prostatectomy extraperitoneal w/ lymphadenectomy procedure, the customer informed the technical support engineer (tse) the vio integrated electrosurgical unit (erbe) was giving the multiple c-30 and m-11 errors. The customer rebooted the erbe, but the errors would intermittently return. Isi followed up with the initial reporter and obtained the following additional information. The nurse informed they resolved the issue by connecting the robot to a covidien external esu. The case was completed robotically by replacing the original erbe by connecting the vision side cart to an external covidien esu. The robotic erbe was then replaced by our field engineer the next day. The patient demographics were provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive the da vinci product with an alleged issue to perform failure analysis.